Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels. Symptoms reported include hypoglycemia. The patients mother tried to treat the low bg levels with large amounts of carbs. When this did not work the patient was brought to the hospital. No other information was provided at this time. Mother provided bg readings starting from monday (B)(6) up until the day after the emergency room visit on wednesday (B)(6); monday (B)(6); 4:49pm - 231 mg/dl (carb 41g), 6:52pm - 240 mg/dl (carb 56g), tuesday (B)(6); 2:31am - 148 mg/dl (carb 35g), wednesday (B)(6); 6:59 - carb 50g, 3:57 - 140 mg/dl (carb 65g), thursday (B)(6); 6:58am - 176 mg/dl (carb 52g), 3:21pm - 168 mg/dl (carb 45g), friday (B)(6); 8:07am - 235 mg/dl (carb 46g), saturday (B)(6); 10:23am - 255 mg/dl, sunday (B)(6); 7:32am - 284 mg/dl, 7:12pm - 169 mg/dl, tuesday (B)(6); 8:18am - 332 mg/dl.